Event description:
The customer reported that the patient's heart rate dropped to 30 bpm and the monitor did not alarm. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.